Manufacturer narrative:
Date inaccurate, only the year is valid if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that little by little the patient started losing stimulation sensation. Both stimulators were explanted in (B)(4) 2017 and a pump was implanted on (B)(4) 2017. No further complications reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's devices were removed because after 2 years they weren't working. They stated they had two devices; one was for the cervix and the other for the lumbar. The cervical device wasn't working from the day it was implanted; the lumbar device was no longer giving them relief so it was removed. No further complications reported.